Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was failing. The field service engineer replaced wiring connection and detent latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager failed when user was trying to retrieve medication to patient. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.